Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during implant of 23mm sapien 3 valve in the aortic position, the balloon burst longitudinally. There was no consequences to the patient and the valve was placed with good results. The patient¿s native annulus was moderately calcified.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. Upon visual inspection there was a longitudinal tear observed on the balloon and slight scratches observed on flex shaft. Dimensional analysis of the of the balloon single wall thickness were taken and met specification. No relevant functional testing could be performed due to the condition of the device (burst balloon). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s moderate native annular calcification likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.